Event description:
Customer reported she felt "sweaty" at the time of an advantage system result of 66 mg/dl, ate 2 handfuls of raisins, received retest results of 239 mg/dl and 73 mg/dl within 10 minutes. Also reported advantage system results of 67 mg/dl and 228 mg/dl within 10 minutes. Reported no adverse events relative to these discrepancies. A request was made for the return of the system, replacement was sent.